Event description:
It was reported that pump experienced repeated malfunction alarms related to momentary power loss to the vibrator motor, with caller noting at least three occurrences of same malfunction on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump and planned to rely on alternate insulin method if necessary, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.